Event description:
It was reported by the rep that the (1) hp053 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that a steady tone was rec'd from the generator. The nurses did some troubleshooting but could not fix the problem. The surgeon was able to complete the case without incident. The nurse checked the handpiece with the test tip and realized that was the problem. There was no pt consequence.